Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5mm from the balloon proximal tip. The review of the lhr (lot f1404503) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
The following information was reported: patient underwent diagnostic angiography, no anti coagulation. Proper balloon prep. The technician inserted mynxgrip up to the white line, inflated balloon, pulled back two stops, opened the sheath side port, released tension to confirm that the balloon was at the arteriotomy and when the technician reapplied tension for hemostasis, there was a balloon loss of pressure. The technician immediately held manual compression for 15 minutes, removed the sheath and hemostasis was established. No further treatment was required. The patient was discharged as planned. Stick location: bottomed edge of femoral head cfa, vessel size: 6mm, procedure: coronary.